Manufacturer narrative:
The patient is reported to be small in stature but having very loose skin. It is thought that the placement of the ipg under an area of loose skin allowed the external components to shift and contribute to the disconnection in communication with the ipg. It is also probable that the placement of the ipg was in an area of unstable or insufficient tissue quality, which may have contributed to a shift of the ipg, also contributing to the communication issues. There is no indication of any system or component failure or malfunction and all original components remain implanted and in use. The existing ipg was repositioned to a location with potentially less loose skin to provide a more stable position for the system.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. After activating the system, the patient reported some challenges with communication between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting was unable to resolve the issues. The physician declined to perform imaging during the troublshooting process. In (B)(6) 2025 the firm was notified that a revision was scheduled. On (B)(6) 2025 the existing ipg was repositioned from a more lateral position on the lower back to a more medial position on the lower back.